Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel in the upper limb. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.